Manufacturer narrative:
The pod arrived not deployed, deploying during the pod cutting process. Pod data indicated that the device delivered enough pulses for multiple complete rotations of the ratchet gear. The release bar was observed to be lifted as expected, but the slide insert, slide retract, and linkage assembly did not move forward as intended until the pod cutting process. Score marks were observed on the underside of the top housing as a result of a misaligned linkage assembly. The misaligned linkage assembly is confirmed as the root cause of the reported needle mechanism failure.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the status of the pink slide is unclear, indicating a needle mechanism failure. The pod was not worn. No treatment and no blood glucose levels were reported.